Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds one other reports against the liner product and lot code combination. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The devices were in vivo for almost eleven years. It is not uncommon or unreasonable to find poly wear after this period of implantation. The databases search identified no other reports against the locking pin. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
The patient was revised to address pain and poly wear. Intraoperatively, the liner and a locking pin were found to have fractured.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).